Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer tubing was kinked/buckled. It was noted that the lead appeared damaged at implant.

Event description:
It was reported that during implant procedure, the physician noted that the external layer of the lead was deformed when it was removed from the box. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.